Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. Additional information obtained indicated that the lead dislodgement was confirmed the day after impalnt through chest x ray. The lead was explanted. Another lead was implanted in the patient as replacement of the dislodged lead. No additional adverse patient effects were reported.